Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment reportedly was cracked and there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2016 with the following findings: a review of the black box data revealed call service (cs) 52/54 alarms on the complaint date of 02/12/2016. Visible moisture was observed behind display lens. The battery compartment was observed to be cracked on the side at the threads. A leak test was performed; the battery compartment was found to be leaking. The pump powered on to a blank screen and the remaining steps was unable to be completed. The pump was opened; there was evidence of moisture found internally on the support bracket, the main pcb, display connector and flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.